Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110. The cause for the service code 110 was contamination on j1000 pins & jumper. Root cause: root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.